Manufacturer narrative:
The t:slim g4 user guide states only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 300-400 mg/dl and an insulin injection was administered to address the bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be possibly related to the infusion set tubing. Reportedly, the customer was using apidra insulin in the cartridge.